Event description:
Customer reported on a bravo ph capsule that failed to attach. The physician did an x-ray and the capsule was located in the pt's stomach. The pt was not injured following the procedure.